Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to evaluate the iabp unit. The stm checked the logs and verified communication errors. The coiled cable was damaged and did not maintain a locked angle. The coiled cable was replaced. The stm completed all safety, functionality and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that during ambulance transport, every time the vehicle went over a bump in the road, the cardiosave intra-aortic balloon pump (iabp) would shut down. There was a delay in transport. It was not verified if the system completely shut down or if the screen went blank. No patient harm, serious injury or adverse event was reported.

Event description:
It was reported that during ambulance transport, every time the vehicle went over a bump in the road, the cardiosave intra-aortic balloon pump (iabp) would shut down. There was a delay in transport. It was not verified if the system completely shut down or if the screen went blank. No patient harm, serious injury or adverse event was reported.